Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the endotracheal tube was used on a female patient and that a "blue plastic piece" was found in the tube. The customer does not believe that the patient was reintubated with another tube as this tube was still in the patient at the end of the procedure. There was noted a delay of no more than 30 minutes. There was no patient harm reported. Covidien is attempting to obtain additional information concerning the event.